Manufacturer narrative:
Expiration date and MFR date: additional information. Manufactures investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be determined through this evaluation. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient suffered an ischemic stroke with hemorrhagic conversion and expired on (B)(6) 2019. The device operated as expected and will not be returned for evaluation. No additional information was provided.